Event description:
It was reported that the intraocular lens was removed and replaced during the initial surgery due to a capsular bag rupture/tear. An alcon lens was used for the replacement and the case was completed successfully.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received intact. Visual inspection revealed surface residuals (fiber/particles) on the lens, which is consistent with the lens being handled out of a sterile environment. No cosmetic defects were observed. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.